Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that, during an right ventricular (rv) auto-threshold test on this pacemaker, the patient's holter monitor indicated that there had been three paced beats with no capture. The associated rv lead was explanted and replaced. This device remains in service. No additional adverse patient effects were reported.